Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner and outer insulation and overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician knicked the right ventricular (rv) lead during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.